Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient took (B)(4) units of insulin. After 2-3 hours, the patient felt lightheaded and passed out at 2:00am the same day. The patient woke up an unspecified time later. It was reported around noon that day, he went to the emergency room for a check up. The nurse checked his bg and it was 54 mg/dl while the cgm was 88 mg/dl. The patient reported that the cgm had been working fine prior to passing out. The patient was admitted to the hospital to monitor his bg. While in the hospital, he was treated with 2 bags of IV drip with dextrose. On (B)(6) 2024 at 10:00am, the patient was discharged from the hospital. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.